Event description:
Per the audiologist, the patient reported pain while using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulation function. An x-ray was recommended. The patient's device was explanted at approximately 3 weeks later (date not reported). No further information was reported.

Manufacturer narrative:
This type of event is addressed in the device labeling.